Event description:
Tip of pin has broken off of apex pin during procedure, tip remains in patient apparently. Awaiting surgeon details to confirm exact mode of use and outcomes.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.